Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring before malfunction and no information provided about any impact to customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, to program pump settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid label within 10 days, while technical support arranged shipment of in-warranty replacement pump and confirmed shipping address.